Event description:
After implanting, the graft "oozed" an unknown quantity of blood throughout its length for a few minutes. The quantity of blood lost through the graft is not attainable. The graft was left in. The pt's condition is fine.